Event description:
It was reported that this right ventricular (rv) lead exhibited high capture threshold. As a result, the lead was surgically abandoned and replaced. The cardiac resynchronization therapy defibrillator (crt-d) device was also replaced in the same procedure due to decision of the physician. No additional adverse patient effects were reported.